Event description:
A volume discrepancy was reported. The health care provider reported that the patient had come in for a refill in (B)(6), 2011 and they had retrieved 15ml when it should have been close to 2ml. The patient had complained of a severe headache on the top of her head. The hcp accessed the cap (catheter access port) and was able to retrieve fluid without any resistance; a dye study was completed. It was noted that the cause of the discrepancy was not found. The patient had been considering explant at that point so the hcp stopped the pump. Later the patient decided they wanted to continue intrathecal pump drug delivery and the hcp scheduled the procedure for (B)(6) 2012. The pump was replaced. It was later reported per another reporter that the patient experienced no signs or symptoms related to the volume discrepancy. There was no reported injury and the patient outcome was noted as recovered without sequela. The pump was used to deliver morphine and bupivicaine.

Manufacturer narrative:
Final analysis of the pump (B)(4) found a pump motor gear train anomaly: corrosion.

Manufacturer narrative:
Catheter model # 8703w, lot # l78429, implanted on: (B)(6) 2000, explanted on: unknown, catheter model # 81192, lot # t7744, implanted on: (B)(6) 2000, explanted on: unknown. (B)(4) - the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).